Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's father that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) and was vomiting while wearing the pod for between 25 and 36 hours. The patient changed the pod and went to the doctor's office. When the pod was removed from the infusion site (back), the patient noticed the cannula was bent. The healthcare professional (hcp) diagnosed the patient with ketoacidosis but did not provide any treatment. The patient was released after two hours.